Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test alarm during bolus delivery. Customer's blood glucose was 110 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty on mother board. The insulin pump alarmed during self-test due to faulty connector on radio frequency board. The insulin pump passed error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump properly connected to blood glucose ultra-link blood glucose meter. The insulin pump was received with minor scratches on lcd window.